Event description:
It was reported that a crew member noticed a smoke smell coming from the module and thought there may be an electrical fire. A dewalt battery was found in the cabinet and was alleged to be burning. Once the battery and other items were removed, the crew inspected the cabinet and saw that there were two charred sections in the shape of the dewalt battery terminal tabs on and near the bolt on the bottom of the cabinet. There was no reported patient involvement or injuries.